Event description:
The valve was explanted due to stenosis and regurgitation and replaced with a 21 mm valve from another MFR. One day postoperatively, the pt died. Additional info has been requested.